Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting address postal and institution phone: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that the speaker for the device was not producing sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse confirmed the reported problem and found the problem was related to a faulty mainboard, instead of the speaker. The fse replaced the mainboard and tested the speaker an external alarm; the device passed all testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.